Event description:
It was reported that the patient's left ventricular (lv) lead was not capturing and peripheral nervous stimulation occurred at high outputs. Dislodgement was observed. The lv lead was explanted and replaced successfully. The patient was in stable condition post procedure.